Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since getting their implantable cardioverter defibrillator (ICD), "it's affected my health, they made a mistake" and that he "shouldn't have had the defibrillator put in on the first place and the clinic won't give me an appointment". The patient further reported that the ICD "crippled" him and that he couldn't drive anymore or start a car. The patient further reports that the clinic blames the nurses because he was never made a "test" in the first place to put it in and states the hospital "lied and they covered it up". The patient reports they won't give him a referral and that they kicked him out of the doctor's so he can't get it out and nobody will see him. The patient states, "they're being negligent" about his health, he had a fall and then said he had a bad heart, but he says he's never had a bad heart and the ICD was "implanted by mistake". The patient further stated that he wanted his ICD out immediately and has been trying to speak with the minister of health for two years but he has been unable to. The ICD remains in use. No further patient complications have been reported as a result of this event.